Event description:
Extreme pain [pain] case narrative: initial information received from australia on (B)(6) 2018 regarding an unsolicited valid serious case received from patient. This case involves an unknown age female patient who experienced extreme pain (latency: few hours), while she using with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, at 10:00 am the patient had hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose for unknown indication. On the same day, at 5 pm patient was in extreme pain (latency: few hours). On (B)(6) 2018, patient went back to the doctor and blood tests were conducted for infection. Final diagnosis was extreme pain. It was not reported if the patient received a corrective treatment the patient outcome was reported as unknown seriousness criteria: medically significant reporter causality: possible a product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number; unknown, global ptc number: the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on (B)(6) 2018. Gptc number added and results were updated for the same. Text amended accordingly. Additional information was received on (B)(6) 2018. Analysis of similar incidences comment added. Text amended accordingly. Upon internal review on (B)(6) 2019 with the clock start date of (B)(6) 2018 the device malfunction incorrectly captured as 'yes' was corrected.

Event description:
Extreme pain [pain]. Case narrative: initial information received from australia on 30-nov-2018 regarding an unsolicited valid serious case received from patient. This case involves an unknown age female patient who experienced extreme pain (latency: few hours), while she using with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, at 10:00 am the patient had hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose for unknown indication. On the same day, at 5 pm patient was in extreme pain (latency: few hours). On (B)(6) 2018, patient went back to the doctor and blood tests were conducted for infection. Final diagnosis was extreme pain. It was not reported if the patient received a corrective treatment. The patient outcome was reported as unknown seriousness criteria: medically significant reporter causality: possible. A product technical complaint (ptc) was initiated on (B)(6) 2018, for synvisc one. Batch number; unknown, global ptc number: the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 05-dec-2018. Gptc number added and results were updated for the same. Text amended accordingly. Additional information was received on 20-dec-2018. Analysis of similar incidences comment added. Text amended accordingly.

Event description:
Extreme pain in right knee [aching (r) knee] vomiting [vomiting] nausea [nausea] small effusion [joint effusion] case narrative: based on additional information received on (B)(6) 2019, the case became medically confirmed. Initial information received from australia on 30-nov-2018 regarding an unsolicited valid serious case received from patient. This case involves an unknown age female patient who experienced extreme pain in right knee (latency: few hours), nausea, vomiting and small effusion (latency unknown) while she is using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On(B)(6) 2018, at 10:00 am the patient had hylan g-f 20, sodium hyaluronate, formulation injection, intra-articular route, at an unknown dose, frequency (batch number unknown, information on batch number was requested) for unknown indication. On the same day, at 5 pm patient was in extreme pain (latency: few hours) (medically significant and intervention required). On (B)(6) 2018,patient went back to the doctor and blood tests were conducted for infection. It was reported that pain in right knee was developed, evening of injection and this was her 4th injection. On an unknown date, patient developed nausea and vomiting. Small effusion was reported, crp (c-reactive protein) was 21 and esr (erythrocyte sedimentation rate) was 15(units and reference range was not reported) and later on no further problem was reported. Corrective treatment: not reported for all events the patient outcome is reported as unknown for extreme pain in right knee, as recovered / resolved on an unknown date for nausea, as recovered / resolved on an unknown date for vomiting and as unknown for small effusion reporter causality: possibly related. A product technical complaint (ptc) was initiated on (B)(6) 2018,for synvisc one. Batch number; unknown, global ptc number: the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 05-dec-2018. Gptc number added and results were updated for the same. Text amended accordingly. Additional information was received on 20-dec-2018. Analysis of similar incidences comment added. Text amended accordingly. Upon internal review on (B)(6) 2019 with the clock start date of (B)(6) 2018 the device malfunction incorrectly captured as 'yes' was corrected. Additional information received on 26-aug-2019 form health care professional. Based on additional information received, the case became medically confirmed. Events of nausea, vomiting and small effusion added. Verbatim and linking of event extreme pain updated. Lab data added. Clinical course updated and text amended accordingly.

Event description:
Extreme pain (pain). Case narrative: initial information received from (B)(6) on 30-nov-2018 regarding an unsolicited valid serious case received from patient. This case involves an unknown age female patient who experienced extreme pain (latency: few hours), while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, at 10:00 am the patient had hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose for unknown indication. On the same day, at 5 pm patient was in extreme pain (latency: few hours). On (B)(6) 2018, patient went back to the doctor and blood tests were conducted for infection. Final diagnosis was extreme pain. It was not reported if the patient received a corrective treatment. The patient outcome was reported as unknown. Seriousness criteria: medically significant. Reporter causality: possible. A product technical complaint (ptc) was initiated on 05-dec-2018 for synvisc one. Batch number; unknown, global ptc number: the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. And epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on (B)(6) 2018. Gptc number added and results were updated for the same. Text amended accordingly.